Event description:
On an unknown date, the patient was implanted with a gore excluder bifurcated endoprosthesis and a palmaz stent to treat an abdominal aortic aneurysm. In 2003, the patient underwent a reintervention and two gore excluder bifurcated endoprosthesis contralateral leg components were implanted to reline the original devices. In 2009, the patient presented with an aneurysm enlargement with no evidence of an endoleak. One week later, the patient underwent a second reintervention. The devices were again relined with two contralateral leg components. The patient tolerated the procedure and is in stable condition. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing records is being conducted.